Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the it was not possible to retrieve more than a few days of data to carelink personal when the insulin pump had been uploaded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.